Manufacturer narrative:
Additional information was provided by the customer indicating that no patient results were affected. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report #1119779-2026-00018 should be considered cancelled.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, 031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 the user noted correlation failures between the panel types. No health impact or consequence reported.